Manufacturer narrative:
It was discovered that the following statement was erroneously indicated in the supplemental report (follow up number 1): "the analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted." This statement is incorrect since that product investigation has been completed and included in the said supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 27, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 4, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. As part of our quality process, the manufacturing records of lot 7642058 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor cpx4 with suture tabs, med height, smooth tissue expander has deflated pre-implantation. There was no report of patient involvement or adverse event.